Event description:
It was reported to philips the machine was not turning on. There was no patient involvement. A philips authorized field service engineer (fse) evaluated the device. Based on the information available and the testing conducted, the cause of the reported problem was the defective power module. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.